Event description:
On (B)(6) 2014, it was reported that during the past three months the patient has often experienced blood glucose levels as low as 2 mmol/l. The patient felt signs of hypoglycemia and ate pieces of dextrose. She was then unresponsive for a short period of time, but did not receive any outside assistance. When she regained responsiveness, her blood glucose level was 3.3 mmol/l. She thinks the infusion device delivers too much insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).